Event description:
As reported on (B)(6) 2013, when unpacking the device at the incoming inspection at the medical facility, it was noted the packing of one of the devices was torn. As the device never came into contact with a patient or was used in a sterile setting, there was no harm or injury to any patient's. It was reported that the device involved in the incident is available to be returned to the MFR for eval.

Manufacturer narrative:
The reported defective device has yet to be returned to the MFR for a device eval. The firm is attempting to obtain the device. A review of the lot history records was performed for the reported lot for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. An investigation into the root cause of this incident is currently in progress. The results of the device eval will be sent via a follow up medwatch.